Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for evaluation. The reported shaft leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to purge the inflation device/syringe of all air and repeat until all air is expelled. Additionally, the IFU (preparation section) does not instruct the physician to soak the drug eluting stent (des) system prior to use. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.0 x 15 mm xience prime stent was implanted in the lad. The 3.0 x 23 mm xience prime stent delivery system (sds) was advanced and positioned proximal to the deployed stent. When the pressure was applied, the gauge went up to 4-6 atmospheres (atm), but went down to zero atm immediately. A balloon rupture was suspected and the sds was removed from the patient anatomy without issue. The sds was pressurized outside the patient anatomy, and a leak was observed in the distal shaft, proximal to the balloon seal. It was noted that the sds was soaked in normal saline, but air was not removed before use. A new xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.